Event description:
The physician intended to deploy a resolute integrity 3.0x12mm drug eluting stent to treat a moderately calcified lesion in the ostium saphenous vein graft. A launcher guide catheter was used to cannulate the vessel and a sprinter legend balloon was then used to successfully pre-dilate the lesion. The resolute integrity device was then introduced over a single wire. It was reported device could not cross lesion due to lack of back up support and tight ostial lesion characteristics. Resistance had been encountered and excessive force was used during attempted delivery. After multiple failed attempts, the stent and guide were removed and replaced with an al1.0 guide and the vessel was cannulated. The resolute stent was reintroduced and crossed the lesion but was reported to have then moved from its original position at the target lesion and got pushed back into the guide. The physician believes that is was due to the use of the device in a difficult lesion morphology because the stent moved from its original position on inflation (watermelon seed effect) once it got to the target lesion. The guide, wire, and stent catheter were pulled back into the groin sheath and the stent fell off the catheter at the tip of the groin sheath and dislodged in the right common femoral graft. It was successfully snared and removed from the patient. There were no patient complications reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (IFU contravened - force used). Inherent risk of procedure (dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology). No results available since no evaluation performed (device has not been received for review). Evaluation conclusions: conclusion not yet available ( evaluation in progress). Failure to follow instructions (IFU contravened - force used). Inherent risk of procedure (dislodgement). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (device has not been received for review). (B)(4).

Event description:
Cine image review: the procedural images provided confirm a lesion in the ostium of the vein graft. There is significant stenosis evident. The location of the lesion appears to contribute to guide catheter positioning difficulties resulting in poor guide catheter back-up support. A pre-dilation balloon can be seen in the vessel however there are no images of the pre-dilation balloon inflation. A stent is inserted into the vessel. A stent is removed following failed attempts to position in the lesion. The subsequent images appear to show that the guide catheter has been changed. A stent is positioned in the lesion. It is unclear if this second stent is the same as the first stent. The stent delivery system balloon is inflated. There is no evidence of stent deployment or evidence of the dislodged stent in subsequent images.